Event description:
It was reported that the patient was found deceased on (B)(6) 2022 at their home. Despite all our historical efforts to educate this patient on the necessity of sleeping on wall power, they forewent those instructions and was known to sleep on battery power. The log files appeared to confirm the reported event was a result of complete depletion of external power as well as the emergency backup battery. From (B)(6) 2022 at 00:51 to (B)(6) 2022 at 13:02, the pump appeared to be operating as intended with routine power source changes. From (B)(6) 2022 at 13:02 to (B)(6) 2022 at 01:17, last set of fresh batteries were in use and they run into low battery hazard state. From (B)(6) 2022 at 01:17 to (B)(6) 2022 at 02:07, the external battery was completely depleted, the controller enabled the emergency backup battery (ebb) but the ebb was also completely depleted which caused the end of ventricular assist device (vad) support.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct relationship between the device and the reported patient outcome could not be conclusively determined through this evaluation. The submitted log file contained information from 09aug2022 to 16aug2022. The pump operated at or above the low speed limit for the duration of patient support. The log file recorded depletion of the external 14 volt batteries, as well as the system controller's backup battery, resulting in a pump stop. There were no other notable pump-related alarms, and the log file appeared to show the system operating as intended. Multiple requests for additional information were issued to the customer; however, no further information was provided. (B)(6) was not returned for evaluation. Review of the device history records showed no deviations from manufacturing or qa (quality assurance) specifications. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU) is currently available. Death is listed in the heartmate ii lvas IFU as an adverse event that may be associated with the use of heartmate ii left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.